Event description:
Patient's husband called mako surgical and stated that his wife had makoplasty procedures using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. He stated that her body seemed to be rejecting the implants, and he wanted to know the material composition of the implants so she could seek medical treatment.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A response was provided to the patient with the material composition of the implants. The investigation is currently ongoing, and a supplemental report will be filed when additional information is obtained.